Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned for analysis. Primary analysis revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned for analysis. Primary analysis revealed normal battery depletion.

Event description:
It was reported that telemetry could not be established with the device. The device was scheduled to be replaced. It was further reported the device was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that telemetry could not be established with the device. The device was scheduled to be replaced. No patient complications were reported as a result of this event.